Manufacturer narrative:
Additional information was added in d.9., h.3., h.6. And h.11. Intraocular lens (iol) returned in lens case. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned, the other haptic is intact. The optic is scratched/marked-rejectable and there is damage to the optic edge. We are unable to determine the root cause for the reported complaint "haptic broken, the leading haptic was damaged". The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all intraocular lenses (iols) are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that haptic broken. Upon implantation of this lens, it was noted that the leading haptic was damaged after it was advanced through the cartridge. This lens did came into contact with the patient's eye.